Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving shock, inappropriate shock for supraventricular tachycardia was observed. Atp accelerated rhythm into vf zone, and delivered a shock which converted the patient. Programming changes were made. The patient experienced a heart attack and it did not appear to be related to the device. Patient was alert and conscious during device check in ICU.